Event description:
It was reported that the customer was hospitalized for low blood glucose levels. No troubleshooting was done at that time. The customer later called for troubleshooting. The insulin pump was programmed correctly. Found that the customer had only been on insulin pump therapy for two days. The customer's insulin pump trainer had already made changes to the basal rate and bolus wizard programming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.